Event description:
It was reported that when the patient turned the implantable neurostimulator (ins) on with the patient programmer it shut off. She was not sure if her battery was dying and the issue was considered sudden. She later stated that she thought her ins was dead and was pretty sure she was coming up on needing her ins replaced. The patient also experienced a loss of therapy and symptom return. Her symptoms came back suddenly and it was ¿very bad.¿ she ended up in the emergency room (ER) twice: on (B)(6) 2015 and (B)(6) 2015. The patient mentioned that she had not had a healthcare provider (hcp) since 2008 and last saw a manufacturer representative (rep) ¿a couple of years back.¿ it was unclear if the ins was actually depleted and if interventions would occur, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3080, lot# l80524, implanted: (B)(6) 2000, product type: lead. (B)(4).